Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/26/2016, that on (B)(6) 2015, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2015. Reaction was described as red and pink and was located on the abdomen, under the sensor. On (B)(6) 2015, the patient was prescribed a barrier cream by their healthcare provider. Date of medical consultation is an approximation. The affected area was treated with prescribed barrier cream and an over-the-counter lotion. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.